Event description:
Customer called to report high blood glucose. The current blood glucose reading is 325 mg/dl. Customer has treated with insulin pump. There was an emergency room visit due to high blood glucose. The blood glucose reading at the time of the event was over 600 mg/dl. The paramedics were called and customer was transported to hospital. The insulin pump had alarmed no delivery a couple of times. Customer experienced vomiting, frequent urination, weakness and diarrhea. During troubleshooting, time and date are correct. Programming is correct. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.